Manufacturer narrative:
The emitter was returned to the manufacturer for analysis. Analysis found that the returned emitter was connected to a test system for twenty two hours and all ports consistently remained tracking throughout the duration of testing. There were no issues detected with the emitter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the breakout box was damaged on the navigation device. The medtronic representative swapped with another system and it worked. There was no patient present when this issue was identified.